Manufacturer narrative:
The tech found the lever was broken on the reverse trend limit switch. He replaced the switch to repair the bed.

Event description:
Info received indicates the bed will not go into reverse trendelenburg.